Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the faulty x-ray generator. Upon troubleshooting, fse found that during fluoroscopy when the kilovolt was increased above 60 kv, the customer had system stuck and errors regarding hivo (high voltage transformer) was displayed. Review of the system log files showed errors regarding the high voltage transformer module. To resolve the issue, fse replaced the high voltage transformer. After replacement, the fse performed regular calibrations and functional tests were performed. The defective roco was returned to philips for failure analysis. The hivo has been tested in the test generator and found that the adaptation of the large focus has been interrupted with arcing. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray generator failed, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.